Event description:
Patient was in for femoral rod. A peapod pituitary rongeur was broken in wound; pieces were recovered. Micro pin holding head of pituitary was missing; pin was not found.this rongeur has been reprocessed. The number of times that this rongeur had been reprocessed is unknown.